Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). List of associated devices: stryker 28mm metal +4mm head, reference and batch unknown. No further information provided (x-rays, surgical report, photographs, lab test). The product analysis can't be performed as the product was not returned. The review of the device manufacturing quality can't be performed as the product batch number was not communicated. A complaint extract was done regarding revision due to dislocation: 4 complaints (4 products), this one included, have been recorded on avantage e1 inlay s50 / 28, reference p0561e50, from january 01, 2018 to june 28, 2021. The complaint history, regarding the batch number, can't be performed as it was not communicated. The review of the instruction for use of the avantage brand sated that only legacy zimmer or legacy biomet femoral heads without skirt, 22.2mm and 28mm diameter, manufactured from stainless steel, alumina ceramic (biolox® delta) or cobalt chromium with a 12/14 taper, a type 1 taper or an 8/10 taper can be used. However, in the current event, the head used with the inlay was manufactured by stryker. Thus, the compatibility between these two components cannot be guaranteed. According to available data, root cause of the event was unable to be determined. However, it can be noticed that one of the potential root cause could be the incompatibility between the inlay and the head used. A summary of the investigation has been sent to the customer. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient presented on emergency board case for dislocated hip. Surgeon noticed that the head was disengaged from the liner again. Moreover, he noticed some trauma to metal head and liner probably caused after disengagement and contact with the cup. Stem and cup were solid. New liner and 28mm head were implanted. This dislocation happened after a first one, handle in (B)(4).